Event description:
It was reported that a loss of aspiration occurred. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery. During the procedure after one minutes of use, aspiration stopped working, but rotation continued. Another jetstream was used to complete the procedure. No patient complications were reported.